Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video laparoscope had an abnormal image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental a report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h3, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the uc sheath (universal cable) is slightly scratched. Based on the results of the investigation, the uc sheath (universal cable) is slightly scratched due to a component failure of the universal cable. However, a probable cause for image abnormality (image display) was not determined, as it was not reproduced during service inspection. Should additional if relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video laparoscope had an abnormal image. There were no reports of patient harm.